Event description:
The patient reported to their healthcare provider (hcp) with skin irritation that was allegedly caused by the zio monitor. Six days after application, the patient experienced itching, redness, and hives at the monitor site. The hcp advised the patient to remove the monitor, as the cause of the hives was unclear, and administered solu-medrol a corticosteroid injection. Despite these symptoms, the patient chose to continue wearing the monitor. Irhythm advised the patient to remove the device if the irritation became unbearable.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 13 of the 14-day prescribed wear period. The patient has sensitive skin but no known history of reactions to medical adhesive. The cause of the reported event cannot be determined, however, and the patient¿s pre-existing sensitivity cannot be ruled out as a contributory factor. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.